Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The pt received more medication than intended. The pump was delivering an unspecified concentration of bumex in the ml/hr mode. No specific programming parameters were provided. Reportedly, the infusion finished early. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. During testing at the user facility, the device functioned as intended.